Event description:
It was reported that during the procedure, the coating on the wire of the guidewire (subject device) started to peel. No clinical consequences were reported to the patient due to this event. No further information is available at the moment.

Manufacturer narrative:
H4 manufacturing date: added. H3 device evaluated by mfg: updated. H3 summary attached: updated. D4 expiration date: added. D10 product available to stryker: updated. D10 returned to manufacturer on: updated. The device received and the reported lot number was confirmed from the packaging. During visual inspection, the guidewire coating was noted to be peeled and damaged at 8-10cm & 20 cm from the proximal end. The guidewire was kinked. This damage is indicative of damage caused by the torque device. There was no further damage noted to the coating to the rest of the device. The torque device was not returned with the device. Functional inspection was not required as the defect was visually confirmed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed during the device analysis. The device failed to meet specification when returned based on the damage noted to the device. The device was returned, and it was confirmed that the ptfe coating had been damaged/ peeled, which is indicative of damage caused by the use of the torque collet supplied. It is probable that the device was damaged as a result of handling of the device during the clinical procedure, therefore an assignable cause of handling damage will be assigned to the reported and analyzed event.

Manufacturer narrative:
Stryker device is not available.

Event description:
It was reported that during the procedure, the coating on the wire of the guidewire (subject device) started to peel. No clinical consequences were reported to the patient due to this event. No further information is available at the moment.